Event description:
It was reported that pump displayed cgm error 42 while customer was using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical support, confirmed that error did not appear again, and successfully started new sensor session.